Manufacturer narrative:
Device investigation summary ¿ the product was not returned in the original packaging. The laser etching was readable. The screws shows minor usage marks. All dimensions relevant for the function of the product were measured, and fulfill the specifications. The material certificate of the raw material lot used was reviewed and shows all specifications were fulfilled. A DHR review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The complaint condition is confirmed; however it is not valid from a manufacturing standpoint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier and weight not available for reporting other: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital contact phone number - (B)(6) the investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing location: (B)(4). Manufacturing date: 15 november 2012. Expiry date: 01 november 2022. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the... Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a revision surgery took place on (B)(6) 2016 due to screws that backed out and non-union. The patient was initially implanted with the devices on (B)(6) 2014. In (B)(6) 2014, during a routine checkup, the formation of callus was confirmed and the patient was cleared for normal activities. In (B)(6) 2015 the patient complained of pain and it was found that a screw had backed out and non-union was noted. On (B)(6) 2016 revision surgery occurred. During the surgery, it was confirmed the reported ti locking screws had completely backed from the plate. The surgeon removed all reported implants and inserted a nail non-synthes nail. The surgeon also made a fresh fracture part and generated bone graft to the patient. This is report 3 of 9 for (B)(4).